Manufacturer narrative:
This report is submitted on december 23, 2022

Event description:
Per the clinic, it was reported that the battery charger allegedly overheated. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.